Manufacturer narrative:
The device was returned for analysis. Visual inspection was performed on the device. No issues were found, the device appears to be in good conditions. Impedance test shows an electrical open proximal wave form between 140-150 cm from the distal housing. The reported issue of image missing was confirmed.

Event description:
It was reported that a catheter issue occurred resulting in an aborted procedure. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter could not show the image. The procedure was not completed due to this event and was rescheduled. No patient injury was reported. It was further reported that local anesthesia was used, and the procedure was completed normally.

Event description:
It was reported that a catheter issue occurred resulting in an aborted procedure. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter could not show the image. The procedure was not completed due to this event and was rescheduled. No patient injury was reported. It was further reported that local anesthesia was used, and the procedure was completed normally.

Event description:
It was reported that a catheter issue occurred resulting in an aborted procedure. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter could not show the image. The procedure was not completed due to this event and was rescheduled. No patient injury was reported.